Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic sphincterectomy (est) procedure performed on (B)(6) 2010. According to the complainant, after the est, the physician removed the device from the scope. When attempting to reinsert the device into the scope to cut the papilla again, the physician noticed that the cutting wire of the tome was torn. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic sphincterectomy (est) procedure performed on (B)(6), 2010. According to the complainant, after the est, the physician removed the device from the scope. When attempting to reinsert the device into the scope to cut the papilla again, the physician noticed that the cutting wire of the tome was torn. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, the exposed cut wire was broken and the broken ends of the cutting wire appeared burnt/blackened. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section of the exposed cut wire was attached to the anchor at the distal pierce hole. Further analysis of the cutting wire found it broke at approximately 16 mm from the distal pierce hole. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. The condition of the returned incident device was consistent with the complaint that the device cut wire was broken. The most probable root cause of the broken wire is operational context; likely due to the procedural factors and/or generator settings used during the event. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).